Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03872. It was reported per the pt's pcp, the pt's surgical wound sites were infected. Subsequently, the pt was placed on antibiotics. Further investigation identified per the surgeon the sites were red but not infected. It was also reported one of the pt's incisions opened and started draining. The pt went to the ER where it was determined the sites were fine and the antibiotics were sufficient to address the issues. F/u identified no cultures were taken and per the pt's pain physician the wound site(s) "looks great".

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.